Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported disassembly of the blade mount lever was duplicated by a manufacturer repair technician through visual inspection. Upon disassembly, it was found that the barrel fractured at the lever mount, which can lead to the reported event and can be caused by material fatigue.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the blade mount lever of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the blade mount lever of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.